Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed a revision occurred due to a periprosthetic fracture, where the previous anterior approach was utilized. Cables reduced the fracture. The stem, head, bearing, and cement were removed and replaced with zimmer components. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a right hip revision surgery 2 months post implantation due to periprosthetic fracture. The head, bearing, and stem were exchanged and cerciage cables placed without difficulty. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Concomitant medical products: item # ep-200150 / act artic e1 hip brg/lot # 483770. Item # 00877502802 /bioloxâ® delta head / lot # 3068663.

Event description:
It was reported a patient underwent a right hip revision surgery 2 months¿ post implantation due to periprosthetic fracture. Head, bearing and, stem were revised. Attempts have been made and additional information on the reported event is unavailable at this time.